Event description:
The customer's mother called to report that the display was blank on the insulin pump. The mother stated that she changed the battery multiple times, but the display remained blank. The mother also stated that the insulin pump got wet and had been dropped in the past. Troubleshooting was performed and the display remained blank. The reported blood glucose reading was 426 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage in the electronic assembly. The insulin pump also had moisture damage in the motor assembly.